Event description:
Patient reported she realized on yesterday that she could not see some of the segments of the display on the infusion device. Patient stated she was not able to read the units of bolus on the display. Patient reported this morning while she was removing the insulin cartridge she noticed that the cartridge's bottom was not stuck on the cartridge's body. Patient stated she probably removed it too strongly and now the cartridge compartment contains insulin because the cartridge was not completely empty when she removed it. Patient is currently using her backup infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.